Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump over-infused tpn during cyclic tpn 3-step program (ramp up, maintenance, taper) in the pediatric intensive care unit (picu). The bags used for tpn infusions had an overfill of 50ml from their suggested infusion amount and the volume of tubing and the filter was found 22.7 ml, and when accounted for priming it lost about 37 ml total (as reported by clinical staff). There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information b5: additional information provided by the customer indicates the tpn is manually programmed and double checked by two nurses. With tpn administration they use baxter clearlink continu-flo solution sets + baxter clearlink non-dehp extension set 16" 5.1ml 0.2 micron filter, luer activated valve, male luer lock adapter with retractable collar. Additional information: h6, h11. H11: a device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. The spectrum operator's manual page 8-57:8-61 contains instructions regarding tpn infusions and page b-3 contains warnings of flow rate inaccuracies. This may be a result from inaccurate impression of over-infusion related to the multiple infusion rates present in the infusion. Low flow rate at the end results in an exaggeratedly early infusion finish time. Judging over-infusion based on timing can be difficult for this reason and should be based on vtbi relative to infused volume should additional relevant information become available, a supplemental report will be submitted.